Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter and had air bubbles in the gel. Additionally, molding defects were reported. The following information was provided by the initial reporter: "fm in tube x1. Fm in gel x38. Defective marking x2. Dirty shield x4. Black spot in tube x2. Dirty tube x1. Gel airbubbles x165."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm in the tube and shield, fm in/on gel (burnt silica), smeared print on tube and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter and had air bubbles in the gel. Additionally, molding defects were reported. The following information was provided by the initial reporter: "fm in tube x1; fm in gel x38; defective marking x2; dirty shield x4; black spot in tube x2; dirty tube x1; gel airbubbles x165".